Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a penumbra coil 400 (pc400) and a non-penumbra microcatheter. During the procedure, while advancing the pc400 in the distal end of the microcatheter, the physician experienced resistance and subsequently, the pc400 would not advance out of the microcatheter. Therefore, the pc400 was removed. The procedure was completed using a new non-penumbra microcatheter and another coil. There was no report of an adverse effect to the patient.